Event description:
It was reported on (B)(4) 2013 that the patient had a follow up appointment scheduled for (B)(6) 2013 to have the stimulator programmed. About two weeks later, it was reported that the patient was receiving effective therapy.

Event description:
It was reported that at 3v, impedances were greater than 40000 on all except 8-15 and there was no stimulation on contacts 0-7. It was noted that 8-15 were running at 25000 and the patient got stimulation on these, but only on her right side leg. It was noted the patient "got nothing on her left side". It was reported that the patient had bilateral pain and symptoms of a burning sensation at the device pocket and not feeling stimulation. The patient stated that she had ¿not really needed her stimulation much.¿ it was also reported that the patient fell a couple of days prior to the report. It was noted that her stimulation was ¿not working right¿ and had a right pocket sore. It was noted that the patient was scheduled for a follow-up in one month. It was reported that the system was removed and a new system was implanted. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013. Product type: lead: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013. Product type: lead: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).